Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision bi-lateral see (B)(4) for left hip (incorrect cross referencing, please see below for correct cross reference). Asr xl acetabular system - right. Reason(s) for revision: unknown. Update- reason for revision, hospital added. Taken from claimsuite dated (B)(4) 2013. Reason(s) for revision: pain. Update - added revision surgery date taken from claimsuite dated (B)(4) 2013. Update - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(4) 2013. Update received: (B)(4) 2014 - filled mapped to mw fields, marked as legal, cross referenced, **amended side hip: left, amended revision date: (B)(4) 2011, added kennedys reference number, added patient details: name, age, date of birth and gender, attached query document, added surgeon: (B)(6) and added hospitals: (B)(6). Bi-lateral patient - please see (B)(4) for right side revision.